Manufacturer narrative:
The insulin pump had corroded keypad traces. No button error alarm noted. All buttons functioned properly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case on the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. It was also reported that the up and down buttons were not responding. Customer's blood glucose was 206 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.